Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues product damage could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella 5.5 insertion the 5.5 kinked and was unable to advance through the graft anastomosis. The 5.5 was exchanged for an impella cp. There was no harm to the patient.